Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator waveforms curves are "bad" after several delivered breaths, followed by a ventilator inoperable alarm. There was no patient involvement associated with the reported event. The customer replaced the main printed circuit board (pcb) to resolved the reported issue.